Event description:
The handpiece was returned for service, and during the evaluation the device overheated. There was no patient involvement during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at an international distribution and repair center for service. During the evaluation an overheating condition was found and then reported. Based on the investigation details, the likely cause was problems with the motor and controller, which were each replaced along with other components.